Manufacturer narrative:
(B)(4).

Event description:
This lead was implanted and explanted on the same day due to dislodgement. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.